Manufacturer narrative:
The reported event of an inability to communicate via remote monitoring was not confirmed. The results of the software analysis are inconclusive since relevant information related to the event was not able to be obtained. The reported event was resolved with troubleshooting steps provided by technical support. No further investigation is required at this time.

Event description:
New information received indicates that the device was able to pair. No intervention was necessary.

Event description:
It was reported that the implantable cardioverter defibrillator was unable to pair due to a possible bluetooth malfunction. No intervention was performed. The patient condition was unknown.